Manufacturer narrative:
(B) (4). Conclusion: the electrical characteristics of the returned device were determined to conform to established specifications. As received, the connection system of the pacemaker functions as specified with a new screwdriver, in spite of the identified damages to the ventricular setscrew. The damages identified to the ventricular set-screw are consistent with incomplete insertion of a screwdriver tip into the hexagonal cavity, as illustrated in (B) (4). Subsequent rotation with the torque screwdriver led to stripping of the upper portion of the set-screw cavity. As indicated in the physician manual supplied with the device, the physician is instructed to insert the screwdriver into the pre-inserted socket-head screw, prior to tightening.

Event description:
Connection issues during the implantation procedure; therefore, the device was not implanted. Screwdriver is not returned. The physician has watched the video about connecting the lead but it is unk if the method was applied.